Manufacturer narrative:
Product complaint #: (B)(4). Additional information: d9. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. "¿ what is the lot number? Unk. ¿ was the product used on the patient? No. ¿ if yes, did this issue contribute to any patient adverse event? Na. H3 evaluation: one complaint sample of trocar was received for evaluation, upon visual inspection, it was found that the cap of the trocar was bended, which was supposed to be straight as per the original packing, and there were visible marks on the trocar cap and trocar itself, which might have generated while it was tried to be bend and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of scope. Retention sample is not checked, as lot no. Of the complaint is unknown. During investigation of the complaint, batch manufacturing review and retained sample review could not performed, as the lot number of the complaint was unknown. As per standard practice, 100% inspection was carried out, visual. Before and after packing of finished goods, prior to the product release. There was no scope at to missed such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and a drain was used. It was found that the tip of the trocar needle was bent. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis of the sample, it was noted to have been bent and damaged. Additional information has been requested.